Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges patient was sitting in his unit on a transportation bus, and the driver hit the brakes hard, and he fell out of the unit.